Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's spouse reported via phone call that the customer experienced high blood glucose. The customer's blood glucose was 542 mg/dl. The spouse reported attempting to treat the customer's blood glucose with a bolus prior to the high blood glucose event. Customer's blood glucose was treated with a manual injection and with the insulin pump. It was also found the customer was tired and had dry mouth from their high blood glucose. Troubleshooting did not find any issues with the customer's insulin pump. The insulin pump passed a high pressure test. Customer declined to check for their settings during troubleshooting. It was also found the customer did not change their site every two to three days as advised. Customer was advised to change out their entire infusion set, reservoir, and insulin. The insulin pump will not be returned for analysis.